Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion prime meter was giving variable readings. Caller bought this meter because his other one wasn't working right. He wasn't feeling good so he stopped and purchased this meter, one bottle of strips and lancets. He took a reading as soon as he got in his truck and got 235. He tested again using same finger poke and got 35. He has no faith in the meters and does not want to use relion again. Says quality needs to be stepped up and when he gets his internet back he is going to post a comment and tell everybody how bad meter is. Just wants to return for refund. Says does finger testing only, new lancet every test, alcohol wipes. Arkray has made attempts to contact customer for more details but has been unsuccessful.